Manufacturer narrative:
This is a supplemental report to MFR. Report #:1218950-2016-03883.  The FDA registration number initially chosen was incorrect.

Event description:
The international customer reported that the unit alarmed vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.